Event description:
Information was received from a manufacturer representative regarding an unknown patient. It was reported that a patient had a flipped implantable neurostimulator in which they had to explant the device.